Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, it was found that the pacemaker set screw was unable to be loosened. The corresponding lead was cut and capped during the procedure on (B)(6) 2023, so that the pacemaker could be explanted and replaced. Patient condition was stable.